Manufacturer narrative:
Product complaint # (B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: on which firing did this event occur (1st, 2nd, 12th, etc.)? Not known, gun was fired but only 1 side of the staples deployed. Patient put on bypass. On what vessel type was the device used, if not a vessel what tissue? Was it fired on a single vessel or bundle? Pulmonary artery. Was the vessel completely skeletonized/dissected free from surrounding tissues prior to firing? Not known. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No. Was the tip of device visualized prior to firing? Not known. Were any other disposables used during the firing (clips, stuture, etc.)? Clips were used. Is the current patient status known? Patient fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What were the indications for surgery? Lung transplantation. Did the event occur in lung transplant procedure of donor or recipient? Recipient. Does the surgeon routinely wait 15 seconds prior to firing device? Yes. What were the indications for patient to be put on bypass? Extensive bleeding and haemodynamic compromise from the mis-fired staple. For this surgical procedure is it routine for surgeon to put patient on bypass? No it was an off pump lung transplant. What is the current patient status? At home.

Event description:
It was reported that there were two incidents of misfiring echelon pvs staple guns. Pvs was used 3/4 times before incident and worked normally. On the occasion of the incident the surgeon fired the gun and one half of the staples deployed and the other half did not, patient went onto bypass and the situation was rectified. The surgeon then continued to use the same pvs gun with no further problems. It is believed that the cartridge may have been defective.